Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 05/05/2026. The patient referenced this event while discussing prior issues with dexcom devices, possibly occurring during use of a dexcom g6 system. The patient reported that inaccurate cgm readings resulted in hospitalization. According to the patient, the cgm generated an urgent low alert; however, no corresponding blood glucose (bg) value was available. The patient stated that he contacted dexcom at the time of the event, received standard troubleshooting guidance, and was issued a replacement sensor. The duration of the hospitalization could not be confirmed. During the call, the patient was unable to provide specific details, including cgm or fingerstick blood glucose readings, the exact date of the event, sensor serial numbers, or information regarding hospital treatment. No corresponding case related to this event was identified in the system. At the time of this report, the patient stated that he was doing well. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The date of the event is an approximation. The patient was using a tandem t: slim x2 insulin pump at the time of the reported issue. During the call, the patient referenced a prior hospitalization occurring sometime in (B)(6) 2025, though he was unable to recall the exact date. This event was mentioned while discussing previous issues with dexcom devices, possibly during use of a dexcom g6 system. The patient reported that inaccurate cgm readings led to a hospital visit that required IV insulin treatment. He stated that the cgm alerted to an urgent low, though no bg value was provided. The patient indicated that he contacted dexcom at the time, received standard troubleshooting guidance, and was sent a replacement sensor. The duration of hospitalization is unknown. No cgm readings, fingerstick blood glucose (fsbg) values, exact event date, sensor serial numbers, or specific hospital treatments could be confirmed during the call. At the time of reporting, the patient stated that he was doing well. The patient alleged that the product malfunction involved a dexcom g6 device; however, a review of product data for the reported event date (06/22/2025) indicated that the dexcom g7 system was the product in use at that time. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.